Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain, dull, radiating'), menorrhagia ('abnormal bleeding (menorrhagia)') and fatigue ('fatigue') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included obesity. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"). In 2014, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain") and anger ("hormonal changes describe: always angry"). The patient was treated with blood transfusion, blood transfusion, hysterectomy / supracervical hysterectomy on (B)(6) 2014 and surgery (bilateral salpingo-oophorectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, dyspareunia, vaginal discharge, endometriosis, weight increased, abdominal pain upper and anger outcome was unknown, the menorrhagia, vaginal haemorrhage and migraine had resolved and the alopecia was resolving. The reporter considered abdominal pain upper, alopecia, anger, dyspareunia, endometriosis, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pelvic pain began gradually over time (dull ache and fullness, radiating to the back). Bilateral salpingo-oophorectomy - tubes/ovaries removed second due to ongoing complications. Postoperative diagnoses: chronic pelvic pain status post hysterectomy for endometriosis with recurrent pain and dyspareunia, pelvic adhesions and recurrent endometriosis. Patient received treatment with estradiol 1.5 mg. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Pathology test - on (B)(6) 2015: final diagnosis: ovaries with benign cysts, including follicle cysts; bilateral fallopian tubes: no diagnostic abnormality; peritoneum biopsy: no diagnostic abnormality. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, menorrhagia, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new plaintiff fact sheet received- outcome of events bleeding, pain, migraines from unknown to recovered/resolved and hair loss as recovering were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included cyst. Concomitant products included estradiol. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anger ("hormonal changes describe: always angry"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), migraine ("migraines/headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis,"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingo-oophorectomy ,supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, anger, alopecia, menorrhagia, vaginal haemorrhage, migraine, endometriosis, dyspareunia, vaginal discharge, fatigue, weight increased and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, alopecia, anger, dyspareunia, endometriosis, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014, (B)(6) 2015. Bilateral salpingo-oophorectomy - tubes/ovaries removed second due to ongoing complications. Supracervical hysterectomy (uterus only) - uterus only removed first. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, endometriosis . Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs and mr received : reporter added, aka name added, patient demographic updated, essure insertion date updated and removal date added. Case become valid. Event injury nos is replaced with pelvic pain, always angry, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), migraines/headaches, dyspareunia, endometriosis, vaginal discharge, fatigue, weight gain, hair loss , abdominal pain upper, device monitoring procedure not performed. Concomitant drug and medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.